Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test, test at 0.08745 inches. Device powered up properly after the test battery was inserted. Device was monitored for 2 days. No blank display noted. Device uploaded properly using carelink. Device had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
Information related to blood glucose level of incident was missing in summary narrative. Information provided with this report. (B)(4).

Event description:
It was reported that customer also had high blood glucose level of 900 mg/dl.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that customer were experiencing diabetic ketoacidosis and high blood glucose. Blood glucose level was 596 mg/dl. Customer experienced symptom such as nausea, vomiting, abdominal pain, difficulty in breathing and eyes lips and elbow purple color. Customer stated insulin pump had was not turning on and only shows medtronic logo and again turned off. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap are neither missing nor damaged. Customer stated display was did not return after insulin pump restart. Customer stated auto mode feature was not active at the time of incident. The insulin pump will not be returned for analysis.